Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the numbers are ramping and the scroll bar was moving up or down with no input from the user. Customer was asked verbally and in written form to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.